Event description:
It was reported that the patient experienced a surgical procedure to implant an artificial urinary sphincter(aus) device after having a sling device implanted. A patient outcome was not reported.